Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(4) of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the nurse stated that on an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced cloudy effluent, which resulted in peritonitis on an unknown date. The treatment was unknown. The patient was not hospitalized for the peritonitis. On an unreported date, the patient recovered from the peritonitis. The outcome of the patient made mistake/touch contamination was not reported. Dianeal pd4 ambuflex and extraneal viaflex therapies were ongoing. The nurse stated that the peritonitis and cloudy effluent were unrelated to dianeal and extraneal therapies. An opinion of causality was not provided for the patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers gd889477, gd888107, gd887703, and gd886812 with no exceptions or defects observed related to the reported condition. The complaint was confirmed and the cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis incident.